Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 249 mg/dl. The customer was not assisted with troubleshooting. Customer stated that the escape button and act was not responding. Customer also having the pump error alarm. But the customer was able to clear and complete rewind of the pump. The device will be returned for analysis.